Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor glucose and blood glucose readings had discrepancies, which triggered the insulin pump to go into threshold suspend and alarm low suspend. The blood glucose reading was 78 mg/dl compared with the sensor glucose reading of 56 mg/dl. The threshold suspend limit was set to 60 mg/dl. The customer stated that she did not exhibit symptoms of low blood glucose. Nothing further reported.